Event description:
Explain what happened in as much detail as possible: when I was pacing the screen went blank on the lifepak 35 and also advice to shock a non shockable rhythm while using CPR insight. How do you know about this issue? I have inside information that the public would not know, but I am not an employee (examples: vendor or employee's spouse). ¿reference (B)(4)."